Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of p-wave. Additionally, the right atrial (ra) lead was also sensing some ventricle activity. The rv lead was programmed to unipolar sensing. Both leads remain in use. No patient complications have been reported as a result of this event.